Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
There was a decrease in sensing and a decrease in impedance on the right ventricular (rv) lead as well as an increase in capture potentially due to a micro-dislodgement of the rv lead. The rv lead was repositioned to resolve the event and the patient was stable.